Event description:
It was reported that the device classified an episode of ventricular tachycardia (vt) as supraventricular tachycardia (svt) and the detection was withheld due to onset and stability. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 lead, implanted: (B)(6) 2013, unknown biontronik competitor lead, implanted: (B)(6) 2011. (B)(4).